Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for single leaflet device attachment (slda) could not be determined in this complaint. The unchanged tricuspid regurgitation (tr) was due to slda. Additionally, it should be noted that the mitraclip instructions for use states: ¿do not use mitraclip outside of the labeled indication¿. Since mitraclip was used to treated tricuspid regurgitation, the reported issue is an outcome of use error. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a combination mitraclip procedure to treat mitral regurgitation (mr) and tricuspid regurgitation (tr). An unspecified number of clips were successfully implanted in the mitral valve, reducing mr. Then two clips were successfully deployed to treat the tr. A third clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip was deployed. However, the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). A decision was made not implant anymore clips. Additional treatment was not performed. Three clips were implanted, and tr was unchanged. There was no reported clinically significant delay in the procedure. No additional information was provided.